Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl and lost consciousness. Low bg cause was not known. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was treated with magnesium, a glucose shot and intravenous fluids of saline. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.